Event description:
Reportedly, once the implantation of the lead was finished, at plugging time, impedance and threshold started to increase until abnormal values, even though the lead hasn't been moved (the initial values were on the normal range) normal values could never be retrieved, so the lead has been removed and replaced.

Manufacturer narrative:
Summary of the investigation: the review of the quality documents indicated that the lead met all the requirements of the specification during inspections. The analysis of the returned lead concludes that the cause of the electrical issues reported is due to the contact between the inner and the outer coils due to an incorrect gluing of inner tube to the core tip, which lead to blood infiltration at the inner and outer coil level. The causes for the detachment of the inner tube are currently unknown and under investigation. Ongoing actions are carried out to prevent re-occurrence. The vega r58 s/n (B)(6) was released before the actions carried out to prevent the re-occurrence. This complaint has been recorded for trending purposes. For more details, please refer to the enclosed report.

Event description:
Reportedly, once the implantation of the lead was finished, at plugging time, impedance and threshold started to increase until abnormal values, even though the lead hasn't been moved (the initial values were on the normal range) normal values could never be retrieved, so the lead has been removed and replaced.